Manufacturer narrative:
The reported field event premature battery depletion could not be confirmed in the lab. A high volume of high-voltage charges due to therapy depleted the battery voltage. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported, premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable.